Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported failure mode, backflow of fluid, was not duplicated. Omsc confirmed the following in the evaluation. Foreign materials adhered to the luer port and the inner wall of the auxiliary water tube. There was a gap in the one-way valve at the luer port. The exact cause of the backflow could not be conclusively determined, but it is assumed that the gap created by the foreign materials contributed to the faulty one-way valve.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that yellow liquid flowed back into the subject device during unspecified procedure. The user facility changed the subject device with another device. There was no report of patient injury associated with the event.